Event description:
Ventilator was running on a patient when expiratory valve stick open. Patient was taken off ventilator and bagged. Ventilator was sent to the biomedical department. There was no patient injuries. Ventilator settings and alarm status, at the time of reported incident are unknown.